Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced elevated blood glucose after a meal at a care facility, with a highest reported value of 280 mg/dl and no device alerts, and troubleshooting indicated a missed meal announcement in the context of alzheimer¿s disease and possible unreported food intake; the event involved user operation of the meal announcement feature and the user interface, and was categorized as an incorrect procedure or method. Symptoms included headache and anxiety consistent with hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the caregiver and facility. Investigation of this case revealed no device problem, with a usage problem identified related to missed meal announcement and improper use of the system¿s user interface rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.